Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated there was no reported product deficiency. The reported patient effects of myocardial infarction and thrombosis are known observed and potential adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the subject presented to the hospital with a non-st elevated myocardial infarction and collapsed. Angiography noted that a previously implanted 2009 drug eluting stent (des) in a chronic totally occluded vessel had thrombosis. An interventional procedure was performed to the mid right coronary artery. After pre-dilatation of the lesion, and optical computed tomography a 3.5 x 26 mm non-abbott des stent was deployed in the lesion and successfully post-dilatated. Additional oct revealed a good result. There was no reported adverse patient effect. No additional information was provided.